Event description:
The reporter contacted animas on (B)(6) 2012 alleging that one hour after the pump emitted a low battery alarm, a replace battery alarm was emitted and when the patient removed the battery from the pump, it was hot to the touch. The reporter denied that the pump itself was hot, but only slightly warm around the battery compartment. There was no reported bodily injury as a result of the alleged temperature issue. There is no reported adverse event associated with this complaint. The patient was advised to stop using the pump and initiate a backup plan. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4): a "low and replace battery" warning/alarm was observed on the reported event date and two battery alarms were observed approximately one month prior. The black box history indicated a battery voltage drop on (B)(4) 2012 at 18:08 on the reported event date. No damage was found to the battery compartment. There was no physical damage or evidence of moisture found with the pump. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and all currents were found to be within specification. The power flex, battery connections and internal components were tested for intermittent conditions with no defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.